Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of thrombus and superficial driveline damage. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with driveline intact. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present. The device appeared to have been exposed to a fixative agent. Visual inspection of the driveline revealed clear rescue tape on the outer silicone jacket at approximately 1.5-3" from the controller connector. Upon removal of the rescue tape, the driveline revealed a cut in the white silicone jacket approximately 2.75" from the controller connector. Also, an additional cut was observed 2" from the pump housing. The metal braided shield of the driveline demonstrated normal wear for its duration of use. As an incidental finding that was unrelated to the reported event, upon disassembly of (B)(6), examination of the rotor revealed a tissue-like thrombus formation surrounding the inlet bearing ball and the inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU lists device thrombosis, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to an ischemic cerebral vascular accident (cva). It was communicated that the death was not considered to be device related as the device operated as expected.